Manufacturer narrative:
The lot number was unknown. Therefore, the date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the cutter device broke during surgery. It was reported that the event occurred during surgery to open the hole at the maternal bone. It was reported that all pieces of the device were retrieved from the patient. There were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.